Event description:
The nurse reported a possible issue with the phaco handpieces. The nurse reported that patients are developing red eye symptoms after they stop taking eye drops five to six weeks after surgery. Additional information received stated the patient swabs were negative, and the red eye is persistent.

Manufacturer narrative:
The nurse will be returning the phaco handpieces for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.